Manufacturer narrative:
Additional information: it was clarified that the balloon rupture did not occur following the second inflation. The balloon was being used to dilate the lesion site. A pressure of 4 to 6 atm was applied prior to the balloon burst. The lesion being treated was mildly tortuous and mildly to moderately calcified in the mid right coronary artery (rca). There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. No excessive force was not used during delivery. The device was moved or repositioned in the lesion prior to the burst/rupture. The procedure was completed. The patient's vital signs were monitored immediately; post-operatively, the patient remained hemodynamically stable and was safely returned to the ward. Patient weight added. Device lot# added. Initial reporter details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one sprinter legend rx balloon catheter to dilate a calcified lesion when the balloon ruptured during the second inflation. When the pressure pump was inflated to the designated pressure, the balloon ruptured in the body. The balloon was removed intact, and a longitudinal tear in the balloon body was noted upon inspection with no residue left in the coronary artery. No patient complications were reported as a result of the event.